Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: directions for use carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. Precautions for use (8) keep the drainage bag below the bladder level without touching the floor. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. How to disconnect catheter from tubing (14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. (19) do not wipe catheter surface with organic solvents such as alcohol. (20) do not aspirate urine through drainage funnel wall. (21) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the foley catheter during placement. 2 cases occurred (sample and no sample). Catheter discarded in 1 case.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the foley catheter during placement. 2 cases occurred (sample and no sample). Catheter discarded in 1 case.